Event description:
It was reported the patient's stimulation "felt different" and the patient experienced some shocking following a cardiac procedure. It was also reported a manufacturer representative met with the patient and the patient's stimulation was turned off. The impedances were checked and it was reported they were within normal range. The patient's stimulation was turned back on and it was reported the patient still felt "different than normal" stimulation. The patient's device was reprogrammed and the representative successfully got the stimulation where the patient needed it.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_unknown_ext lot# serial# (B)(4), implanted: 1993 (B)(6), product type extension product ID: 7434a lot# serial# (B)(4), product type programmer, patient product ID: 3587 lot# serial# (B)(4), implanted: 1993 (B)(6), product type lead. (B)(4).